Event description:
The male patient received a cypher select stent in the lad and first diagonal. The notification received for the cactus study indicated that approximately six months after the index procedure, the patient had a non q-wave mi.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.